Event description:
A nurse reported to baxter (B)(4) that a solution administration set had a problem with the air vent. It was stated that the air vent of the administration set had filled in with nacl (sodium chloride) and potassium, then disconnected while priming. This disconnection, of the air vent, led to the leak of solution through the air vent before connection to the patient. The event was reported to have occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one companion sample was received for evaluation. Visual inspection was performed and no defects were observed. The dimensions of the air vent was measured and the dimensions were within product specifications. The reported condition was not confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.